Event description:
--

Event description:
Boston scientific received information that this pacemaker was suspected to have premature battery depletion. It was reported that the device declared end of life (eol) within 15 months of implant. Surgical intervention was performed to replace the device. The device is no longer in service and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. (B)(4).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. It was noted that the device battery monitoring voltage was 1.564 volts. The device case was opened to facilitate examination of the internal components. The device battery was removed and replaced with an external power source. Detailed analysis of the device hybrid was undertaken. The hybrid was tested in many different conditions, at many different temperatures and the high current drain could not be reproduced. Analysis confirmed the inability to interrogate this device; however, the root cause could not be identified.